Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the lead with invalid impedances was explanted and replaced to address the issue. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2020-00221. It was reported that patient experienced ineffective therapy. Diagnostics indicated invalid impedances on one of the leads. Surgical intervention may be pending to address the issue. It is not known which lead has the invalid impedances, so both leads are being reported.